Manufacturer narrative:
PMA/510k: this report is for an unknown cranial plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a microvascular decompression procedure. Patient was implanted with an unknown mesh plates and burr hole cover. Patient had recurrence of right v2 trigeminal neuralgia. A new uncomfortable sensation in right v2 region was developed and sensitivity and allodynia in right v2 region. Patient also developed sharp shooting pain starting in right tooth and going up to eye. No further information is available. This is report 3 of 3 for (B)(4). This report is for an unknown cranial plate.